Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test and displacement due to e52 alarm. Device received with cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated all the buttons did not worked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis